Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the intermittent image could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information (see updated sections d10).

Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer reported that the evis exera iii video processor, while being used with the elektromedizin gmbh generator (erbe), was losing the image while cauterizing. It was reported that the issue started a couple months ago when biomedical (biomed) used an adapter to connect to the cart. The tac technician informed the customer that the cause may be due to the adapter not having enough shielding. The customers biomed was not available at the time of the call. Tac technician requested a return troubleshooting discussion with the biomed about the reason for that adapter and why the biomed used it. Tac recommended trying a different video cable and a different power cord on erbe. Subsequently, customer reported that their biomed and an olympus engineer worked on the evis exera iii video processor however the issue still had not been resolved. Tac will be continuing to work on the issue with the customer.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.